Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller went blank and the buttons were unresponsive. Log files were submitted for review and revealed no issues with the left ventricular assist device. The event log file also captured a few momentary low flow events on 22may2025, which were very brief and did not generate an alarm. The system controller was exchanged.

Event description:
It was additionally reported that the bend reliefs were also damaged.

Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer¿s investigation conclusion: the reported event of the system controller screen being blank, the light emitting diodes (led) going out, the user interface (ui) buttons being unresponsive, and damaged bend reliefs was unable to be confirmed. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Log files were submitted for review and all of the captured data appeared to show the system controller operating as intended. Provided information stated that the system controller was exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU (rev. D) and heartmate 3 patient handbook (rev. A) are currently available. The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller power cables. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including performing self-tests to ensure that all visual and audio indicators function as intended. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.